Event description:
Revision surgery - the patient was revised due to pain and implant wear. The bipolar shell and 28mm head were removed and converted to a total hip with primary stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain and implant wear after 8.4 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.